Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to moisture damage on keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, peeling keypad overlay, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received a button error. No blood glucose reading provided. Advised customer the insulin pump would be replaced. No further information reported.